Manufacturer narrative:
The pump passed the error and displacement tests. However, unable to prime the pump during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. No unexpected error alarms were noted. The drive support was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had an unexpected restart alarm and a compromised force sensor system alarm on the insulin pump. Customer also had a piston problem.